Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a surgical intervention to explant and replace the lead on (B)(6) 2024 due to lead fracture. Therapy was restored.